Event description:
It was reported that the patient was experiencing discomfort due to ipg migration. The patient was supposed to have a pocket revision, but the physician pulled the leads out of the epidural space when attempting to adjust the battery pocket, hence the physician opted for an explant.